Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. The stent implant was returned on the self expanding stent system and partially deployed (flowered) over the proximal portion of the tip. It may be possible that the distal sheath was entrapped within in the anatomy such that the ratchet was unable to engage the stent properly; however, this could not be confirmed. Review of the device lot history record revealed no associated manufacturing nonconformities issued to the reported that would have contributed to this event. A query of the complaint handling database for the reported lot revealed no other incidents reported for failure to deploy the stent. The investigation was unable to determine a cause for the reported difficulties. The noted partial stent deployment/flowered appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that following atherectomy, a supera self expanding stent system (sess) was advanced to the superficial femoral artery heavily calcified lesion without issue. Once at the lesion site, the stent failed to deploy. Reportedly, there was no stent deployment and the stent did not exit the sheath. The device was near a filter, although there was no confirmed interaction between the two devices. The undeployed supera sess was removed without issue and another supera was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue. Subsequent abbott vascular analysis of the returned device noted the stent was partially deployed (flowered).